Event description:
It was reported that the pulse generator exhibited backup vvi. A user download was cancelled when the clinician removed the telemetry wand, which resulted in the device being unable to interrogate. Due to telemetry corruption, further troubleshooting could not be performed. The pulse generator was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.